Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection. The high drain 105 event was verified through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain cycle 5) alarm was identified in the log (includes any standard mode therapy where the patient drain volume exceeds 200% of the maximum prescribed cycle fill volume). The alarm occurred on (B)(6) 2014 05:54:24. No additional information is available.